Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "opened prior in the room. Tech noticed that the antibiotic was not in sterile packaging. This is the only dose they have remaining with this lot code."